Manufacturer narrative:
Pump received with a frozen display on the countdown number 2 followed by a constant tone due to moisture damage electronic assembly. Also, moisture damage found on the battery tube, vibrator and motor assembly during visual inspection. No moisture damage on the keypad assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, cracked reservoir tube, cracked lcd window and minor scratched lcd window.

Event description:
The customer was reported via phone call that, the insulin pump was dropped and started giving alarms. The blood glucose was 132 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.